Event description:
As reported, the plug of a 5f mynxgrip vascular closure devices (vcd) embolized during puncture site closure after transarterial chemoembolization (tace). A replacement 5f mynx grip vascular closure device was used; however, the balloon could not be fully deflated. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure devices (vcd) leaked out halfway from the white extension tube before being released. After release, it was completely on the surface of the skin. This occurred during a transarterial chemoembolization (tace). A replacement 5f mynx grip vascular closure device was used; however, the balloon could not be fully deflated. The procedure was completed with manual compression. There was no reported patient injury. The plug did not embolize, and the patient¿s current status was normal. The sealant did not dislodge or misdeploy and was not exposed along the catheter prior to use. The mynx vascular closure device was used in an interventional procedure with a retrograde approach, and the operator was mynx certified. A non-cordis sheath was used. The femoral artery was verified as suitable on angiography or venography, the vessel type was arterial, the vessel diameter was greater than 5 mm, there was no vessel tortuosity, the stick location was the femoral artery, and there was no peripheral vascular disease or calcium near the puncture site. No damage was found on the device or packaging prior to opening. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f mynxgrip vascular closure devices (vcd) leaked out halfway from the white extension tube before being released. After release, it was completely on the surface of the skin. This occurred during a transarterial chemoembolization (tace). A replacement 5f mynx grip vascular closure device was used; however, the balloon could not be fully deflated. The procedure was completed with manual compression. There was no reported patient injury. The plug did not embolize, and the patient¿s current status was normal. The sealant did not dislodge or misdeploy and was not exposed along the catheter prior to use. The mynx vascular closure device was used in an interventional procedure with a retrograde approach, and the operator was mynx certified. A non-cordis sheath was used. The femoral artery was verified as suitable on angiography or venography, the vessel type was arterial, the vessel diameter was greater than 5 mm, there was no vessel tortuosity, the stick location was the femoral artery, and there was no peripheral vascular disease or calcium near the puncture site. No damage was found on the device or packaging prior to opening. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was exposed next to the balloon, in the proper deployed position, and the advancer tube was exposed. The sealant sleeve was found in its manufactured position, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. An inflation/deflation functional test was performed. The balloon inflated and deflated as expected. No abnormalities were identified during this functional evaluation. The reported event of ¿balloon-deflation difficulty¿ was not observed through analysis of the returned device since it passed functional analysis. The exact cause of the deflation issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deflation issue reported, especially since the returned device passed functional analysis with no anomalies/damages noted. However, contrast media factors or handling factors (such as the angulation of the device or pinching or pinning the balloon with the advancer tube) are possible. According to the IFU, which is not intended as a mitigation, step 3: remove device instructs, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.